Manufacturer narrative:
Visual analysis of the returned device identified: crease flat, red particles, wear abrasion and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identified opening a striated in the radius consist with use of a surgical tool and a sharp opening in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage and a sharp opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.